Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as a final correction. UDI - (B)(4). The device history record (DHR) for 00515047601 lot number 2902142, review noted no related non-conformance's, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported from (B)(6) that the blue locking ring came loose and fell off. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. However, the reported event is related to an issue with the tip lock not properly being retain within the gun. An action was created to address this issue. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
During procedure the blue locking ring came loose and fell off. There are no consequences for the patient, but the chance of parts falling into the operated area is present. No additional event information.